Event description:
It was reported by the sales representative that during a use demonstration, the device would not drive the disposable handpiece. The system seemed to engage but appeared jammed and would not rotate. There was no pt involvement.

Manufacturer narrative:
(B)(4) - insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished good release criteria.